Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure for training. There was no patient present. It was reported that during training on tuesday the representative was doing a 3d spin and it stopped midway. This issue happened twice on wednesday as well. On thursday (B)(6) 2018 a 3d scan was done, and it would terminate early and displayed the early termination error. The generator alarm went off and logs indicated it was related to the generator. Rebooting the system resolved the issue. The representative was unable to pull the system logs.